Event description:
The customer called and reported the insulin pump had fallen into water and was no longer correctly functioning. It began to have battery issues and would not turn back on. The customer's blood glucose was 113 mg/dl. Troubleshooting could not be performed as the customer did not have the insulin pump with her and was advised to call back when device was accessible. The customer called back and stated it was giving a failed battery test alarm and turning off randomly. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact and battery tube. Moisture damage was found on the keypad traces. No moisture damage was found inside of the insulin pump. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube and tube lip, minor scratches on the display window and a missing end cap sticker.